Event description:
It was reported that a physician's office was having issues with their programming system. They indicated that the screen was cracked and the device was inoperable. The site was sent a new handheld device and flashcard and the old one was returned to the MFR for analysis however device eval has not been completed at this time.